Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for an upgrade procedure. The physician had to use much force to remove leads from the connector of pulse generator. The device was explanted and replaced. The patient was fine during and post procedure. The pulse generator would not be returned as it was thrown in the trash at the end of the procedure.